Event description:
The patient was revised because of wear. It was discovered the screw was protruding from the shell.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the known product and lot codes did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error with regard to the reported problem. Based on the investigation, the need for corrective action is not indicated.